Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by distributor that there was a foreign matter resembling human hair mixed in with the primary package. The product was not used. A photograph depicting the issue was received from the complainant.